Manufacturer narrative:
Follow-up # 1. The lay user/patients meter, test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips failed the performance testing with blood and were found to be biased high at 100mg/dl. The control solution passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include result and conclusion codes omitted.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verio2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter started to read inaccurately on the morning of (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of ¿13.0 mmol/l¿ on the subject meter. The patient reported that his normal results at this time are around 10.0 mmol/l. Meter to feelings/normal results comparisons are invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with insulin (self-adjuster), administering 52 units of humulin in the morning, 53-54 units of humulin in the afternoon and 56 units of humulin in the evening. The patient reported that as a result of the reading he obtained, he increased his insulin dose from 52 to 54 units. He alleged that ¿10 minutes¿ after obtaining the alleged inaccurate result, his ¿vision became black¿ and he ¿fell on his back in the yard¿. He reported that he was assisted by his family to go inside and they gave him ¿water with sugar¿. He reported that he felt better after about 30 minutes. During troubleshooting, the csr established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The csr walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient alleged he obtained an inaccurate high result with the subject meter, increased his medication based on the result and reportedly developed symptoms indicative of hypoglycemia after the alleged issue with the meter started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.